Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. The customer stated she give herself plenty of insulin and her doctor changed her settings several times. The customer was advised we can troubleshoot for high blood glucose and can do a pump function testing. The customer stated that she had a doctor appointment and she will call back.